Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated she experienced low blood glucose of 95 mg/dl. Customer's son called the paramedics. Customer was transported to hospital. Customer stated a couple days later she experienced another low blood glucose level and was rushed to emergency room again where it was concluded that she tried to committ suicide. Customer stated after experiencing low blood glucose levels she experienced severe pain, couldn't speak, and was unable to function. Customer was not on the pump while being transported to the emergency room. Customers pump alarmed motor alarm and the endocrinologist stated that explained the lows. Nothing further reported.